Manufacturer narrative:
(B)(4).

Event description:
It was reported post-paced t-wave oversensing was observed. The patient was asymptomatic. The patient visited the clinic and the recommended programming change was completed.

Event description:
New information received states when an asymptomatic patient presented to clinic for an unrelated event, another instance of post-paced t-wave oversensing was observed on the ventricular channel. A programming change was recommended. No further information is available.